Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a pinhole leak occurred. The lesion being treated was located in the mildly calcified and mildly tortuous proximal right coronary artery (rca). The distal lesion of the rca was treated with a stent. Next, the physician advanced the 3.0x20mm maverick 2 monorail balloon dilatation catheter to the proximal lesion of the rca for pre-dilatation, however, the balloon had a pinhole leak and contrast leaked out. The procedure was completed using a different device. There were no patient complications reported and the patient status is ok.